Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. There was no impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy. Customer declined tandem technical support follow up to see if customer was able to obtain an alternate method of insulin therapy.